Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope image had reduced intensity. The reported malfunction occurred during preparation for an unspecified procedure. There were no reports of patient injury or harm associated with this event.

Event description:
It was reported the rigid video scope image had reduced intensity. The reported malfunction occurred during preparation for an unspecified procedure. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore stripes in the image occur. Olympus will continue to monitor field performance for this device.